Event description:
Postmenopausal bleeding with endocervical biopsy revealing ulceration and infection with actinomyces species, prior sacral colpopexy complicated by sacral osteomyelitis and mesh erosion, persistent stress urinary incontinence after midurethral sling and urethral bulking injections.